Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the device, the reported event could not be confirmed. The circumstances of how and why the device failed during pre-deployment check cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No definitive conclusion can be made; therefore, no corrective actions will be taken at this time.

Event description:
The event happened during preparation, prior to detaching the deltaplush microcoil ((B)(4)) in the patient, during pre-deployment electrical check using an enpower control cable (catalogue and lot number unknown), the green system ready light of the detachment control box (lot unknown) did not illuminate. After the event, the device was replaced with a new deltaplush microcoil (lot unknown), the system ready light illuminated, and the procedure was successfully completed without any further issues. There was no patient injury reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. Also no damages were reported on the device after the event. The procedure was coil embolization of unspecified artery ruptured aneurysm. The vessel characteristics were not provided, and nor patient information was provided. Access was obtained from femoral artery. The complaint product is unavailable for evaluation. No additional information is available.